Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿discrepant results¿ using the bd veritor at home covid-19 test (material # 256094), batch number 2021489. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported by the customer that they received discrepant results with bd veritor ¿ at-home covid-19 test. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer called asking about the lines on her test stick and after I answered her question she stated that she took a different brand yesterday and got a positive result and then got a negative result today from our test".

Manufacturer narrative:
Address information was not able to be obtained, therefore, md was used as a place holder. PMA/510k #: na. Eua#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they received discrepant results with bd veritor ¿ at-home covid-19 test. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer called asking about the lines on her test stick and after I answered her question she stated that she took a different brand yesterday and got a positive result and then got a negative result today from our test".